Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. It was noted that the device is not available for evaluation. A review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not available.

Event description:
It¿s alleged by the attorney, through the filing of a lawsuit, that the plaintiff underwent a left total hip replacement on (B)(6) 2013 where she was implanted with a stryker hip system. It is further alleged that blood work revealed elevated levels of cobalt and chromium. Plaintiff has not yet been revised.